Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
It was reported there was a fracture of the ivc filter. Upon evaluation via fluoroscopy the missing tine was found to be in the right lower lobe of the lung. Additional information has been requested.